Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit had a defective jog dial, outdated battery, and had a flame issue. Functional testing found that the unit did not turn on due to a burned-out power plate. It was reported that that the unit did not turn on. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: the jog dial was broken. Visual inspection noted that the liquid clear display (lcd) mounts were broken. The battery has reached the end of its life cycle. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the unit did not turn on. It was stated that it was charged. There was no reported patient involvement or outcome. Medtronic's initial evaluation of the incident device found in visual inspection that the top trunk and bottom box were burned. The power plate was also noted as burned out and defective.